Event description:
Multiple failures of tegos needlefree hemodialysis connectors occurred on the same patient over a series of days. Each failure was of the same type of cap. The failures occurred during continuous veno-venous hemofiltration and dialysis (cvvhd.) In two of the failures the tegos cap, the entry flange of the tegos cap seems to interfere with the delivery of dialysis and causes the circuit to alarm d/t excess pressure. In the third failure, the inner lumen of the tego cap came out of the cap and stayed on the blue venous line. The blue line was clamped and the tego was changed.